Event description:
On 06-oct-2011, a spontaneous report was received from a physician regarding a (B)(6) old female who received an injection of restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). Medical history included a previous injection of botox (onabotulinumtoxina) with no adversity; no previous dermal filler treatments; and allergies to percocet (acetaminophen and oxycodone) and demerol (meperidine); the pt had no other medical history. The pt's skin type was fitzpatrick ii. The pt was not taking any concomitant medications. The pt received a 1 ml injection of restylane-l on (B)(6) 2011 under the eyes (roughly 0.5ml under each eye; the physician's nurse performed the injection and the physician stated that they will sometimes make asymmetrical implantations based on pre-existing asymmetries). Pre-procedure medications included possible application of an unspecified numbing cream. Add'l procedures performed at time of implantation included an injection of juvederm (cross-linked hyaluronic acid dermal filler) in the lips and cheeks and an injection of dysport (abobotulinumtoxina) in the glabella and crow's feet; the physician stated the pt's subsequent adverse events were not in the location of the dysport injections. On (B)(6) 2011, the pt received an injection of restylane-l (amount injected not reported) to the cheek area which seemed to have been perfectly tolerated. On an unspecified date in (B)(6) 2011 or (B)(6) 2011 (reported as, "sometime before (B)(6) 2011"), after the restylane-l implantation under the pt's eyes, the pt noted that the right side implant site under the eye "felt hard" and that it had "felt hard all along." The pt had also developed swelling and puffiness on the right side, below the eye. On (B)(6) 2011, the pt was evaluated by the physician. The implant site under the right eye was noted to be red and indurated. The pt was treated with an injection of hyaluronidase on the "right side." On (B)(6) 2011, the pt reported by phone that the area under the right eye was more swollen, that it was almost swollen shut and that the eye itself had a little discharge. The pt was prescribed keflex (cephalexin) over the phone. On (B)(6) 2011, the pt was evaluated by the physician, who confirmed the area under the pt's right eye was more swollen, that it was almost swollen shut and that the eye itself had a little discharge. The pt was prescribed adoxa (doxycycline) 150 mg and a medrol dosepak (methylprednisolone). The pt was seen again on (B)(6) 2011. The area under the right eye was noted to be tender, more raised and looked infected; an infection was suspected. The physician attempted an aspiration, with "no luck." The pt was treated with an injection of hyaluronidase to that area. The pt was evaluated on (B)(6)2011 and "another physician" was able to aspirate some pus from the area under the right eye. The pt was evaluated on (B)(6) 2011. Swelling under the left eye was noted. The pt was treated with an injection of hyaluronidase under the left eye and another medrol dosepak was prescribed. As of (B)(6) 2011, the swelling under both eyes was ongoing; the swelling under the right eye had shown improvement, but was still hard and pink and the physician wondered about an allergic reaction. No testing or laboratory studies had been conducted.

Manufacturer narrative:
On (B)(4) 2011, add'l info was received from the physician. The physician had last spoken to the pt on (B)(6) 2011. At that time, all of the pt's symptoms were ongoing. As of (B)(6) 2011, no further treatment had been provided and no laboratory studies had been performed. The physician did not have a diagnosis to provide, stating she was unsure what the cause of the pt's symptoms was, and added that may be the pt was allergic to restylane-l. The physician's opinion of causality; "stated she was unsure what the cause of the pt's symptoms was and added that maybe the pt was allergic to restylane-l". The physician assessed the severity of the reported events as moderate. The lot number and exp date were 10953 and jul-2012, respectively. Company comment: the events have been assessed as unassessable as no testing or laboratory studies were performed.